Event description:
The facility's biomed reported an infusion pump that possibly free flowed cardiac drug to an ICU pt. Reportedly the pump had been programmed to administer 500 ml of a cardiac drug (drug unknown) over 24 hours. Nurse reported drug was delivered in 6 hours. Medical intervention occurred although not known by the biomed. The pt remains in the ICU and condition is reported to be ok.